Event description:
It was reported that the knot pusher cut the suture prior to the cinch. The suture was removed from the patient; the implants from this meniscal cinch were not retrieved. They used another ar-4500 to finish the case.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. No problem found with the returned device once the implant is loaded onto the 1st trocar. Device functions as required and there are no fraying/cut sutures. Device was function tested with the knot pusher (ar-4515) and suture construct and devices were observed to function as designed. The cause of the complaint is unknown. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.